Event description:
It was reported that bd insyte autog bc wing needle is not retracting properly. The following information was provided by the initial reporter: origin of the issue: not answered (the original notification did not provide any details of the reported failure). (B)(6). (B)(6)2024. No patient harm. I was made aware that there were a lot of these lot 4222721 that were not retracting like they are supposed to which is a safety concern.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Additional information of fa #.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382633 and lot number 4222721. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.